Event description:
Customer reported that this was the second conversation we had to have with this doctor. She was poked by a needle in the or and strongly suggests we don't use a certain type of needle in clinic anymore. Our docs that use those needles will not use the ones we stock because they are a safety risk.